Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged shortly after implant. A revision procedure was performed at which time the physician elected to explant this lead and replace it with an active fixation model. It was noted the lead will not be returned for analysis. No adverse patient effects were reported.